Manufacturer narrative:
(B)(4). The device was not returned. Without device evaluation, a cause for the improper clip deployment could not be determined. A mislodged/mislocated clip can occur due to a number of factors including, but not limited to, manufacturing, inadequate nick and spread, improper seating of the clip delivery tube on top of the access site, not maintaining downward pressure and device stability while depressing the deployment button, incorrect angle of the device during clip deployment which should be 60-75 degrees and retraction of the device during clip deployment. This may have been a contributing factor to this event, but cannot be confirmed. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed as the lot number was unknown and the product was not returned. Based on the information available, the inspection criteria and the review of the lot history record, there does not appear to be any indication of a product quality deficiency. To assure that all products perform according to specifications, they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned. The lot number was not reported. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using the starclose se after an interventional procedure. Reportedly, the deployment steps for the starclose se were performed and upon pulling the device out of the anatomy, pulsatile blood was present. The clip was found on the end of the device. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. The physician is proficient in the use of the device. Though requested, additional information was not provided.